Event description:
Physician used the device to treat the embolus in the left pulmonary artery without issue. Physician removed the catheter, flushed the device, and placed the same device in the right pulmonary artery to treat the right embolus, and noticed that the catheter was aspirating air. The physician removed the device from the body without incident and fluid was observed leaking near the strain relief. A new device was used to complete the treatment in the right pulmonary artery. There was no patient harm or adverse event.